Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 180 mg/dl, 163 mg/dl, 144 mg/dl, and 94 mg/dl. Customer felt low blood glucose symptoms with these high readings. She called acc and, while on the call, began to eat glucose pills to raise her blood sugar. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported that she inadvertently administered excess insulin with the pump. The patient stated that the keypad "up" button continued to advance after it was pressed, during which time she pressed the "ok" button and executed insulin delivery. The patient stated that there was no medical treatment or adverse outcome associated with this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.